Event description:
Product analysis was performed. Product analysis summary: the analysis investigation was able to identify that the most probable cause for the reported complaint is associated with a lead break to the positive quadfilar coil. An analysis of th elead portions returned was able to identify a lead break on the positive quadfilar coil. It is believed that stimulation was present for some period of time after the break occurred. The analysis also identified abraded openings and dried body fluid in both inner and outer silicone tubes in the same area. The openings are also associated with wear. Four additional abraded openings were identified in th eouter silicone tubing, all of them also associated with \wear to the outer silicone tubing. The remaining conditins of th lead portions returned are consistent with conditions that typically exist following an explant procedure. The connection between the setscrew and lead pin showed evidence that at one point proper mechanical and electrical connection was present. The cause of th ead break is unknown. The cause of the reported high impedance was likely due ot the lead break. Possible lead break causes include: 1. Mechanical failure;2.implant technique (use of suture; no strain relief) 3."twiddler" (twisting of the lead0 4. Violent seizure; or 5. Physical injury/accident. The concomintant device (pulse generator) was also analyzed. The pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specifications. No anomalies were identified that would contributed to the reported high impedance.

Event description:
Reporter indicated that patient's device diagnostic testing at office visit resulted in a variation of high lead impedance readings (dc dc code of 5 and dc dc code 7 respectively) further follow up revealed that upon the last office visit, device diagnostic testing resulted in high lead impedance (dc dc code 7 and limit), indicating possible device malfunctin. The elective replacement indicator was no, indicating that the generator had not reached end of life. X-rays were performed and sent to manufacturer for review. No obvious discontinuties of the ncp system were identified, but that some portions of the lead was not visible via x-ray. Patient is scheduled for revision surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. The pulse generator was replaced prophylactically.